Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an error 3 message was received on the customer's freestyle libre reader and the customer was therefore unable to obtain a blood ketone result. Customer experienced unspecified symptoms of hyperglycemia and required treatment of insulin by the caregiver. There was no report of death or permanent injury associated with this event.

Event description:
A caregiver reported an error 3 message was received on the customer's freestyle libre reader and the customer was therefore unable to obtain a blood ketone result. Customer experienced unspecified symptoms of hyperglycemia and required treatment of insulin by the caregiver. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated with retained strips. Visual inspection was performed on the reader and no issues were observed. Attempted to perform control solution testing and observed an error message. Test did not fire during control solution testing. The reader was sent for further investigation and de-cased. Upon visual inspection, debris were observed inside the strip port. Therefore, it is not confirmed to use. Extended investigation was also performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release.